Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The pcba controllers. The led, the solid state, and the tank were replaced. And the issue was resolved. The parts were then returned for further analysis. Functional testing on the parts determined that they were malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age or date of birth and patient weight are unavailable from the site. A manufacturer representative reported that multiple faulty components have been replaced in the generator. Currently unable to perform rad calibration and was advised to perform auto-calibration by support. Auto-calibration was completed successfully but did not resolve the issue. The issue has not yet been resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system failed during a 3d navigated scan. The radiographer described the system to have made a "popping" sound just before system stopped scanning and a continuous beep from the ias (image acquisition system). The use of medtronic imaging and navigation were aborted. Additional information was received stating that there was a 20 minute delay to the procedure. There was no impact on the patient outcome. The procedure was done manually with a c-arm. The problem is still ongoing and has not been resolved at this time.